Event description:
Clinic notes dated (B)(6) 2010 were rec'd from the surgeon's office which revealed that the pt was experiencing an increase in seizures with two to three seizures per day. The pt's anti-epileptic drugs were not changed at this office visit. The relationship to pre-vns baseline unk at this time. Attempts for add'l info have been unsuccessful to date. The pt had generator replacement surgery due to generator end of service, per the surgeon. The rec'd implant card and another surgeon reported that the reason for replacement was due to prophylactic reasons. The generator was returned and rec'd by the MFR for product analysis. However, product analysis has not been completed to date. Systems diagnostics was performed with the new generator and resident lead, and the results were ok. A battery life calculation was performed with the history available in the in-house programming database, which resulted in negative yrs (of approx -2.72 yrs) until eri=yes.